Event description:
It was reported that the customer received a button error alarm on the insulin pump during a bolus delivery attempt. Her blood glucose level was 131 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. The customer also received a battery out limit alarm after a battery change. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specifications. No unexpected battery out limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with corroded battery tube, cracked case at display window corners, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).